Event description:
Customer reported experiencing a cracked to the cassette when using the pump set. However, the co's lab eval found the leakage to be located at the inlet valve. No pt injury was eported. No further info is available.

Manufacturer narrative:
This event has occurred or is occurring more frequently than is stated in its labeling or, if no pertinent statement is contained in the labeling, than is usual for this device. This event has occurred or is occurring with greater severity than is stated in its labeling, or, if no pertinent statement is contained in the labeling than is usual for this device.